Manufacturer narrative:
Device involvement: a causal relationship between the reported events and the device have not been established. Event characterization: the events were classified as port locator not found, deflation and early seroma. Laboratory testing could not be performed as the device was not returned for evaluation. In the absence of the physical product, it was not possible to apply the defined test methods or conduct any material or functional analysis in accordance with standard procedures. Based on the investigation performed, the event could not be confirmed, and no definitive root cause could be identified. Without the returned unit, objective verification and technical investigation remain inconclusive. Upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed by clinical affairs. This event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. The event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: deflation ¿ patients should be advised that tissue expanders may deflate and require replacement surgery. Deflation occurs when saline leaks through a damaged injection port or a damaged tissue expander envelope. Seroma ¿ seroma is an accumulation of fluid that results from tissue inflammation7 . The etiology of seroma is known in breast surgery and is connected to a hypovascular milieu or trauma following the surgery. Often, seromas are reabsorbed by the body over several weeks, but needle drainage is sometimes needed to remove the fluid8 . While seromas do not increase breast cancer risk, they sometimes heal with scar tissue or calcifications that can raise a concern about mammograms in the future. Seroma symptoms most often appear a week to 10 days after surgery; the area may feel tender and swollen, with a discrete lump and redness arising within a day or two. Early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time9 . In addition to causing pain, a seroma increases the risk of developing an infection in the breast. Depending on the location, it may also increase pressure over the surgical site and sometimes cause wound dehiscence. Port locator - the motiva flora® port locator is a non-invasive electronic medical device that interacts exclusively with the motiva flora® smoothsilk®tissue expander to locate the injection port. Motiva flora® port locator uses a radiofrequency identification (rfid) wireless system comprising of two components: tag (micro transponder) and reader. The port locator (reader) has an antenna that emits radio waves and receives signals from the rfid tag. This wireless system locates the center of the injection port. The motiva flora® port locator's user interface includes led lights to guide the user during the process. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. ¿early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time.¿ (sforza, et al. 2017) ¿seroma can present both early and late, with the latter being recently linked with malignant growths and prolonged onset.¿ (sforza, et al. 2017) some analysis have revealed that the pocket plays a significant role in developing seroma, patients with submammary pocket developed seroma in higher rates when compared with patients with submuscular pocket. Submammary pocket increases the odds of developing seroma by 7.5 times. (Sforza, et al. 2017) a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. The event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: flora port not found, early seroma and device deformation (deflation).

Event description:
USA. It was reported that a patient who has tissue explanders in both breast has her tissues deflated (both) and the left one is unable to find the port with the device and experienced yellow fluid drainage during a prior fill, indicative of a seroma